Manufacturer narrative:
G5. PMA/510k: k113558, k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives occurred. Gram stain and culture was performed for confirmatory testing. The following information was provided by the initial reporter: what result did the customer obtain from the bd product? C. Tropicalis and 9/3: corny bacteria. What result was the customer expecting to obtain (if different from the obtained result) not c. Tropicalis what confirmatory testing was performed that determined the results were erroneous? Gram stain and culture.

Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
Report 1 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positives occurred. Gram stain and culture was performed for confirmatory testing. The following information was provided by the initial reporter: 1. What result did the customer obtain from the bd product? C. Tropicalis and 9/3: corny bacteria. 2. What result was the customer expecting to obtain (if different from the obtained result) not c. Tropicalis. What confirmatory testing was performed that determined the results were erroneous? Gram stain and culture.